Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/02/2018. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the date of the wrist/hand procedure? What date did you initially experience symptoms? What date was the debridement at the wound care facility? What date was your last follow up with your surgeon regarding your symptoms? What was your surgeon opinion of your symptoms? Can you provide the or report regarding the placement of the sutures? What is your age, weight and medical/ surgical history? What is the current condition of your hand incision? What is the name of your surgeon and contact information? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that she underwent wrist/ hand procedure on unknown date and suture was used to close the incision. On an unknown date, the patient experienced a staph infection at the incision site and a wound dehiscence. The patient was treated at wound care center with weekly wound debridement and collagen treatments. The patient reported that the suture had been absorbed over time and dressing was changed every other day and antibiotics. Additional information has been requested.